Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 166-200mg/dl. Verified the strips expire 02/29/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 333mg/dl and 358mg/dl fasting. Reviewed meter memory: (B)(6). Customer ran a blood glucose test on her meter today at 9:08am (fasting) and she got result 448mg/dl.